Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/07/2013 with the following findings: the keypad was found to be peeling at the up arrow. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; the up arrow, down arrow and ok keypad buttons responded appropriately. No buttons were found to be sticking. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that there was a small tear on the audio bolus button cover. The audio bolus button responded appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that all of the pump keypad buttons were sticking. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.